Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation = midwife. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the blue two-way-tap of a bakri tamponade balloon catheter was retained in a patients uterus for approximately 4 years. The device was initially used on the patient in 2018. The patient reportedly had difficulty trying to conceive, pain, and vaginal/uterine bleeding for over 2 years. The patient had an unspecified scan performed due to these symptoms and the scan revealed the two-way-tap of the device retained in the patients uterus. The patient required two surgical procedures to fully remove the device. No additional information was provided regarding patient pre-existing conditions, anatomy, outcome, etc.

Manufacturer narrative:
Event description: it was reported that the blue two-way-tap of a bakri tamponade balloon catheter was retained in a patients uterus for approximately 4 years. The device was initially used on the patient in 2018. The patient reportedly had difficulty trying to conceive, pain, and vaginal/uterine bleeding for over 2 years. The patient had an unspecified scan performed due to these symptoms and the scan revealed the two-way-tap of the device retained in the patients uterus. The patient required two surgical procedures to fully remove the device. No additional information was provided regarding patient pre-existing conditions, anatomy, outcome, etc. Investigation - evaluation reviews of complaint history, device history record (DHR), instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "transabdominal placement, post-cesarean section" "determine uterine volume by direct examination (intraoperative) or ultrasound examination (postoperative)." "From above, via access of the cesarean incision, pass the tamponade balloon, inflation port first, through the uterus and cervix." "Note: stopcock may be removed to aid placement and reattached prior to filling the balloon." "3. Have an assistant pull the shaft of the balloon through the vaginal canal until the deflated balloon base comes into contact with the internal cervical ostium." "4. Close the incision per normal procedure, taking care to avoid puncturing the balloon while suturing." "Note: ensure that all product components are intact and the hysterotomy is securely sutured prior to inflating the balloon. If clinically relevant, the abdomen may remain open upon inflation of the balloon to closely monitor uterine distention and confirm the hysterotomy closure." Cook has concluded that a failure by the user to follow instructions likely contributed to this event. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.